Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Nformation was received from a patient who was implanted with an implantable neurostimulator (ins). He reason for call was caller re ported that the charging paddle has 'gone psycho'. Pt stated over the last several weeks, it has been very difficult to charge their implant. Caller stated that last night was the first time in 3 days that they were able to get a charge to their implant and it took 3 hours to do 30%. Caller added that the recharger acts like it has a short in it and they have to put the paddle all over the place to get the target on. Caller also stated that they will be charging with excellent quality and then the controller will beep and say no device found. Caller noted that they laid very still and the display was going from excellent to good to no quality.